Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified shunt vein. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During the procedure, tit was noted that there was a pinhole at the base of the y-connector. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.